Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, the customer was instructed to clean the scope connector and scope, and since the said device has not been returned, it was concluded that the phenomenon has been resolved by cleaning. It was presumed that the reported phenomenon occurred due to the foreign matter such as dust and the remainder of the chemical liquid adhered to the electric contact of the scope connector. Possible causes of the scope communication error could be due to the following: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution : wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Possible cause : the video system center cannot communicate with the endoscope. Solution: stop using the endoscope and contact olympus. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer was informed that the issue could be with the scope contacts, the device socket or not powering off when removing or connecting a scope. Customer was advised on how to properly clean the scopes along with the scope connector contacts. In addition, the customer were provided the cleaning kit instruction for use, the technical support frequently ask questions (faqs) and the maj-1087 light source socket guide instruction manual for their reference. To date, there are no other issues reported. It is likely that the reported issue was resolved with the help and assistance of tac and IFU manuals provided. Based on tac communication with the customer and guidance provided the reported issue could be attributed to use handling and maintenance issue. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported b30 scope communication error, device was powered off and on. User inquired what causes the error and will it be a reoccurring issue. The issue found during an unknown event. There was no patient involvement, no user injury reported due to the event.